Event description:
A pt reported experiencing inaccurate erratic results wiht an otii meter. The pt's blood glucose results were 332, 62 mg/dl. Tests were done within 10 mins with a difference of 122%. Pt did not experience any adverse events. No further info has been reported. Note - customer recently dropped meter. Customer is cleaning meter incorrectly and is not using check strips.